Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the patient was treated with uterine fibroids laparoscopic uterine leiomyoma, while suturing the uterus, the suture was broken. The suture was replaced to complete the operation. There was no impact on the patient.